Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample using vitros tropi es reagent on a vitros eci immunodiagnostic system. Patient result: 0.071 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported outside of the laboratory and a corrected report was later issued. There was no allegation of harm as a result of the event. (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent on a vitros eci immunodiagnostic system. The most likely assignable cause is instrument related, as the results of the tropi es within-run precision test were outside of ocd guidelines, indicating the vitros eci immunodiagnostic system was not performing as intended. Following service actions, acceptable tropi es performance was obtained. Pre-analytical sample processing and a reagent issue could be ruled out as contributing factors by the investigation.